Manufacturer narrative:
(B)(4). During visual inspection it was observed that the snap on disk was broken. The reported condition was confirmed. The root cause could not be identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information was obtained from the customer. There was breakage or cracking at both ends of the IV set. The syringes being used stick to the IV sets luer upon disconnection. The nurses twist the stuck syringe from the IV set, resulting in the stem breaking. Evaluation information: after further investigation a cause of the reported condition could not be identified.

Event description:
A nurse had contacted home care services (hcs) regarding a patient control analgesia (pca) extension set which had numerous extension sets come apart and break. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.